Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of damage to the septum was confirmed in the laboratory via inspection under magnification. The device manufacturing record was normal. The cause of the damage was not determined.

Event description:
It was reported that septum damage on the atrial port of the device was observed when outside of the patient. The device was not implanted.